Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) became externalized. Two hematomas were also noted. It was further reported that the hematomas were caused by device dislodgement. The device was repositioned and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.